Event description:
The reporter stated that the pt had a hole in capsule and there was pt contact with a single piece collamer lens model cc4204bf however, no further info has been provided. If further info is rec'd a supplemental MFR report will be sent.

Manufacturer narrative:
Evaluation method: a work order search. Results: a visual inspection of the returned product shows no visible damage to the lens. There is clear surgical residue on the lens. A lens serial work order search was performed for similar complaints within the search and no similar complaints were found. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.